Event description:
It was reported that a malfunction alarm occurred, but the customer was unable to identify the specific malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed that the pump was under warranty and arranged for its replacement. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.